Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was not function correctly after it was bumped against the corner of a counter. The patient reported that the pump was rebooted and appeared to be working normally but then the pump was unable to control the patient¿s blood glucose levels. The patient reported having blood glucose levels that increased to 449 mg/dl with mild nausea. The patient indicated taking additional insulin during this time to prevent blood glucose levels from going higher. The patient reported doing thorough troubleshooting of the pump including reviewing the pump settings, changing the insulin and the pump supplies but blood glucose levels did not resolve. The patient reported using a back up treatment plan and indicated that the blood glucose levels were within range since that time. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of a possible pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: a review of the pump¿s history showed no errors or alarms related to the complaint; only typical usage was observed. The daily insulin dose delivery totals were reviewed and correctly reflected the user¿s programmed basal rates showing that the pump was delivering accurately up until the last date the pump was used by the patient. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.